Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the patient was awakened by an alarm from the cgm what indicated their readings were low (no specific readings provided). The patient did not feel symptoms of low blood glucose and it was not known if the patient checked a manual bg finger stick. The patient ate sweets but the cgm still showed low readings ranging from 40-50 mg/dl so the patient did a bg finger stick and it was 472 mg/dl. The patient then starting having symptoms of hyperglycemia. They were vomiting, shaking and had early signs of ketoacidosis. The patient went to the emergency room. Upon arrival, the doctor checked the patient's bg and it was 352 mg/dl. At this point, the patient was not wearing a cgm. The doctor treated the patient with dopamine, electrolyte replacement and IV insulin. After treatment, another bg was taken and it was 270 mg/dl. The patient was monitored for a few hours until they were stable and was discharged the same day. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.